Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The healthcare professional reported that before surgery, an ophthalmic system and handpiece passed priming but no suction and low phacoemulsification power. The surgery was completed with alternative handpiece. Details of procedure was not reported. This complaint pertains to ophthalmic system involved in the reported events.